Event description:
Physician was attempting to insert an arterial line into patient's femoral artery using the femoral artery catheter. He was adjusting the stylet and the tip broke, after multiple attempts to cannulate the femoral artery were unsuccessful. There was no harm to the patient, the tip was retrieved. He stated he has had this problem with the same product previously. The patient was admitted with cardiac arrest and she eventually died due to the original events. Packaging and product saved.